Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. A review of the logs for the vessel sealer extend (vse) instrument associated with this event has been performed. The logs show that the vse instrument in question was installed 1 time and passed homing 1 time. A total of 17 cut complete events were noted with no errors. The e100 generator logs show 25 seal events with 2 high initial starting impedance errors. These errors could likely be related to the sealing complaint and is typically seen when the user is trying to seal too much tissue between the jaws. The instrument was used for about 13 minutes.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the vessel sealer extend (vse) instrument would not seal. The instrument was working prior to the event without any issues. While attempting to seal omental tissue the sealing tones were confirmed. The pedal was used to cut but no sounds were heard. The jaws of the vse instrument released and exposed that unsealed tissue was cut. The surgeon then converted the procedure to open surgery. The estimated blood loss and any medical intervention rendered due to the complication are unknown.